Event description:
It has been reported to philips that, system was not booting up properly. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is not booting up properly. During troubleshooting process fse found that it had a bad cmos battery. Fse replaced cmos battery. After replacing the single board computer (sbc) cmos battery, both touch screen modules (tsm) failed to boot. Fse requested to use keyboard to enter settings on tsm in order to check the time and date. After the date and time were corrected the system was returned to use in good working order. The codes were updated based on the investigation outcome.